Manufacturer narrative:
Product complaint # ==>(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? What was the indication for surgery (abdominal/ gynecologic)? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Were any concurrent devices implanted? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Please provide the mesh exposure site/location, symptoms and diagnostic confirmation. Describe any medical/surgical intervention for the exposure including dates and findings. Was the exposed mesh excised? Were any deficiencies or anomalies noted with mesh device? Are there any photos available? The mesh fixation technique? (Single or double crown; spacing between implants) if mesh erosion occurred, what plane did the mesh erode into (ex. Bowel/bladder)?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and mesh was implanted. The patient is asymptomatic, has prolapse and uses pessaries for symptoms and mesh exposure identified on pessary change. They were aware of the risk of infection with pessary in situ with the presence of mesh exposure. Has been referred to national mesh center for advice and potential management. Device remains in patient. Additional information was requested.